Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty inserting the usb cable into the pump resulting in difficulties intermittently charging the pump. Customer's blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.